Manufacturer narrative:
This MDR was inadvertently sent in duplicate. This file has been deleted. The original complaint file was assigned file #840-97-07-21-sb and MFR report #9610622-1997-72. Upon completion, the evaluation summary will be submitted in a supplemental report. Summary of evaluation: the results of the MFR's evaluation suggest that this event is contributed to design. Corrective action has been implementd to preclude this event mode.

Event description:
The screwdriver mechanism would not turn. This event did not cause any adverse consequence to the pt or surgical delay.